Event description:
A customer reported that their pump battery was not charging. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to try different outlets and a wall adapter, but the issue persisted. Consequently, technical support decided to replace the pump, which was under warranty. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.